Event description:
It was reported that a flo-gard infusion pump experienced a false occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and the power on self-test a downstream occlusion alarm was found. The alarm was triggered by a damaged door. The cause of the damage could not be determined. The latch roller and door latch were replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.